Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the femur, adaptor bolt and adaptor at the cement to implant interface. Unknown cement was used. It was reported that the patient heard a crunching noise after a fall and has had anterior knee pain since. The surgeon planned on changing the poly and determine the causes of pain. Once in joint, the tc3 adaptor bolt and part of the adapter came out (adapter bolt/adaptor completely broke off from femur and femoral sleeve.) Next, the femur came out since it was no longer attached to the sleeve or distal femur. The surgeon decided that he was going to change the poly and cement the femur back on to use as a spacer till a further date when he could determine a new plan for the case. Doi: (B)(6) 2014; dor: (B)(6) 2019, left knee

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (Retracted code 2923 "dislodged or dislocated"). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, "part of the adapter came out" indicating that the adapter was broken.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).